Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed vancomycin result is sample integrity. The IFU for the dimension vista vancomycin flex reagent cartridge contains the following information: "specimens should be free of particulate matter. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed vancomycin result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on an alternate dimension vista(r) analyzer and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed vancomycin result.